Event description:
It was reported that the procedure was cancelled. Vascular access was obtained via the radial artery. The 85% stenosed, 36x3.0mm, eccentric, de novo target lesion with a bend of >45 degrees was located in the severely tortuous and severely calcified left anterior descending artery. After a non-bsc guide catheter and a non-bsc guidewire crossed the lesion, predilation was performed with a 2x15, 2.5x15 balloon catheter. A 38 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. Another 38 x 3.00 promus premier stent was advanced but also failed to cross the lesion and the shaft got kinked. The physician decided not to proceed and aborted the procedure. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier ous mr 38 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues with device.

Event description:
It was reported that the procedure was cancelled. Vascular access was obtained via the radial artery. The 85% stenosed, 36x3.0mm, eccentric, de novo target lesion with a bend of >45 degrees was located in the severely tortuous and severely calcified left anterior descending artery. After a non-bsc guide catheter and a non-bsc guidewire crossed the lesion, predilation was performed with a 2x15, 2.5x15 balloon catheter. A 38 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. Another 38 x 3.00 promus premier stent was advanced but also failed to cross the lesion and the shaft got kinked. The physician decided not to proceed and aborted the procedure. No patient complications reported and the patient's status was stable.